Event description:
The initial reporter received questionable  elecsys pth immunoassay and elecsys ft4 iii immunoassay results for 4 patient samples tested on the cobas 8000 isemodule (double).   The initial result was not reported outside of the laboratory. On (B)(6) 2022, sample 1 had an initial ft4 result of 1.98 ng/dl with a repeat result of 1.13 ng/dl. Sample 2 had an initial result of 3.32 ng/dl with a repeat result of 1.38 ng/dl. On (B)(6) 2022, sample 3 had an initial pth result of 144.9 pg/ml with a repeat result of 106 pg/ml. The field service engineer (fse) performed an instrument check and noticed that the gear pump was not working correctly. The gear pump was not able to achieve its' dedicated pressure. He then changed the entire gear pump, degasser tank, and pressure gauge which did not resolve the issue. He then replaced the printed circuit board (pcb) which was noted to be defective. He also checked the measuring cells, black tubing, pinch tubes, reagent probe, and mixing paddle. He adjusted the washing stations for the reagent, sipper, prewash, and gear pump. He decontaminated the reagent and sample flow path. He also changed the sipper tubing. He performed system and precision checks with acceptable results. Blank cell measurement and calibrations were performed with acceptable results. The issue persisted and new questionable results were noted. The reporter deemed that the results were too high. The samples were sent out to another laboratory for the reruns. The reporter was able to provide another example of a questionable result: on (B)(6) 2022, it was reported that sample 4 had an initial pth result from the module of 66.73 pg/ml. The repeat result from the other laboratory was 46.4 (the unit of measurement was not provided). The ft4 iii reagent lot number is 593219. The expiration date was requested but not provided. The pth reagent lot number is 583612. The expiration date was requested but not provided.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
In MFR report ref # 1823260-2022-01593-00, b5 - describe event or problem's first line should have been: "the initial reporter received questionable elecsys pth immunoassay and elecsys ft4 iii immunoassay results for 4 patient samples tested on the cobas 6000 e601 module.", instead of: "the initial reporter received questionable elecsys pth immunoassay and elecsys ft4 iii immunoassay results for 4 patient samples tested on the cobas 8000 isemodule (double)." The latest version of the ft4 IV assay was installed in the module. The investigation determined that the issue was caused by the defective printed circuit board (pcb). After the installation of the latest version of the assay, no further issues were reported by the customer.